Manufacturer narrative:
A0939523a.

Event description:
This case was reported by a consumer (wife of pt) and described the occurrence of thyroid neoplasm in a male pt who received glucose oxidase+lactoferrin+lactoperoxidase+lysozyme (biotene oralbalance gel) for an unk drug indication. A physician or other health care professional has not verified this report. Co-suspect medication included glucose oxidase+lactoferrin+lactoperoxidase+lysozyme (biotene mouthwash). On an unk date, the pt started the formulations of glucose oxidase+lactoferrin+lactoperoxidase+lysozyme. At an unk time after starting glucose oxidase+lactoferrin+lactoperoxidase+lysozyme, the pt experienced thyroid neoplasm. This case was assessed as medically serious by gsk. At the time of reporting, the event was unresolved. The reporter did not wish to provide contact info; therefore, this case is lost to f/u. Biotene is manufactured in (B)(4) in the united states and neither the product nor lot number for this product is available.